Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, linear opening, and yellow particles on the shell. Leak test and microscopic analysis were performed which identified a striated opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tools.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade iii and voluntary market withdrawal.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and device removal due to voluntary market withdrawal. Device has been explanted.